Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about 1-2 weeks after their lead revision on (B)(6) 2018, they rolled over in bed and the ins shot out of the pocket. It was noted that they had the ins repositioned in a revision on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.